Manufacturer narrative:
Bowel perforation. The novasure disposable device was not returned; however, the radio frequency controller has been received. The failure analysis has been completed for the radio frequency controller. Lot number not provided by the complainant, therefore, the manufacture date of the novasure disposable device is not known. The manufacture date of the radio frequency controller is dec 2006. The radio frequency controller passed all functional and electrical testing. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture. No relationship can be established between DHR and current complaint. (B) (4).

Event description:
User facility reported a successful novasure endometrial ablation was performed on (B) (6) 2010. On (B) (6) 2010, the pt reported pelvic pain and nausea and was admitted to the hosp. A computerized tomography (CT) scan revealed fluid in the abdominal area. The physician performed a hysterectomy and a small bowel resection. During follow-up with the physician on (B) (6) 2010 and (B) (6) 2010 she reported a laparoscopy was performed revealing two small perforations (2cm) "medial to the cornua bilaterally. Cautery effect was seen on the serosal surface around these perforations. The small bowel lying adjacent to this area had cautery effect with perforation." In addition to the small bowel resection, an "end-to-end anastomosis" was performed. The pt was given ansaid (flurbiprofen) and discharged home on post-operative day four. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device).